Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 95 mg/dl. The customer reported exposing the insulin pump to moisture and sand. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.